Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Life-threatening, hospitalization and required intervention.

Event description:
On (B)(6) 2012, the patient's husband/reporter contacted animas on behalf of the lay-user/patient alleging that the patient was admitted into hospital for dka with a blood glucose reading of over 600 mg/dl. Reportedly, the insulin pump treatment was not correcting the patient's elevated blood glucose prior to the hospitalization. The patient developed nausea and vomiting during the time of concern. The patient was treated at the ICU with insulin drip. During the hospital stay, the hcp reviewed settings on the insulin pump and determined the settings were correct. The patient was then placed on the insulin pump treatment; however, during the night, the patient's blood glucose began to elevate again. Several correction doses of insulin were administered via the subject pump but the patient's elevated blood glucose did not respond. Once again, the patient was taken off of insulin pump therapy. Upon contacting animas to troubleshoot the subject pump, the reporter noted a large crack in the pump casing near the battery cap. There was no redness, bleeding, pus or leakage at the site. This complaint is being reported because the patient received medical intervention for hyperglycemia after his elevated blood glucose did not respond to insulin pump treatment. The subject insulin pump was requested to be sent back for investigation.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside of normal patient's use observed in the pump's history. A 29 hour flow accuracy test was also performed and the pump was found to be delivering within specifications. The reported cracked battery compartment was found during investigation. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact.